Event description:
The notification received for the (B)(4) study indicated that this patient was admitted for carotid artery stenting. The target lesion was a 90%, 25mm lesion in the proximal right carotid artery. The lesion was described as moderately calcified and severely tortuous. A 5mm angioguard device was advanced to the target site but the physician was unable to advance the device across the lesion. An ev3-spiderfx was successfully used to cross the lesion and was deployed for distal embolic protection during stenting. Three precise stents were implanted without complication, a 7.0 x 40mm, a 5.0 x 520mm and a 6.0 x 20mm. The following day the patient experienced a sudden onset of dysarthria, which resolved completely in less than 24 hours. This was diagnosed as tia. The patient was discharged in stable condition four days later. The patient was re-admitted to the hospital with multiple stroke like symptoms approximately two days after being discharged. These deficits lasted <24 hours with full recovery. This was coded as a hemorrhagic stroke. Upon review the neurologist noted these symptoms to be secondary to a hemorrhagic transformation of the previous cva and not a new stroke.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00547, 9616099-2010-00548, 9616099-2010-00549.